Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed a driveline power fault alarm; however, a specific cause for the alarm could not be conclusively determined through this evaluation. The controller event log file contained events 05oct2023 through 10oct2023, per the timestamps. A driveline power fault became was captured on (B)(6) 2023 and was active for the remaining duration of the file. Despite this alarm, the pump appeared to function as intended at the fixed speed no other notable events or alarms were captured. The patient remains ongoing on the heartmate (hm) 3 left ventricular assist system (lvas) support with no further issues reported at this time. No product is available for investigation. The relevant sections of the device history records for modular cable, lot number 7882632, were reviewed and showed no deviations from manufacturing or quality assurance specification. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. G, and the heartmate 3 lvas patient handbook, rev. G, are currently available. Section 7 of the IFU, ¿alarms and troubleshooting¿, provides instruction regarding how to care for the driveline in a sub-section entitled "what not to do: driveline and cables." This section also outlines all system controller alarms, including the driveline power fault, as well as how to respond to each alarm condition. Section 5 of the patient handbook, ¿alarms and troubleshooting¿, contains a subsection entitled ¿what not to do: driveline and cables¿ which contains information regarding how to care for the driveline. This section also outlines all system controller alarms, including the driveline power fault, as well as how to respond to each alarm condition. Section 8 entitled ¿handling emergencies¿ lists examples of emergencies, including driveline power faults, and the recommended actions associated with these emergencies. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had a driveline power fault alarm on their controller. The patient presented to the hospital and log files were retrieved. The modular cable was exchanged, and no more alarms appeared.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.